Manufacturer narrative:
(B)(6). This is a report of a use error, where solution bags were disconnected while the patient was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the patient had disconnected the final bag from the set-up while connected. The patient was in the last fill of peritoneal dialysis therapy at the time of the call. The technical services representative explained that the set-up was compromised and assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.